Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the right hip was revised due to fretting. Had elevated cobalt and took out and when took out head saw metal debris and fretting on trunnion and inside head.

Manufacturer narrative:
An event regarding fretting and metal debris involving an unknown stem was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the right hip was revised due to fretting. Had elevated cobalt and took out and when took out head saw metal debris and fretting on trunnion and inside head.